Event description:
It was reported that during a plastic surgery procedure the device misfired. They used a second device to complete the case with no pt consequence. Device is available for return. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 07/11/2008. Damaged antibackup. Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned in good visual conditions. The instrument was cycled and fired 5 clips conforming and 1 malformed clip as the anti-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.